Manufacturer narrative:
Na

Event description:
It was reported by the field service center that the ventilator turbine stopped with an audible alarm during service. The ventilator was not connected to a patient when the reported problem occurred.